Manufacturer narrative:
(B)(4). Batch #m91x4f. The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is detached tissue pad being sent back with rest of device for analysis? Or was tissue pad discarded?

Event description:
It was reported that during a hemicolectomy/oophorectomy procedure, as the device was pulled out of the patient, the tissue pad became lodged in the trocar. The tissue pad was recovered from the trocar. Case completed with another device of the same product code. There were no patient consequences reported.